Event description:
Rptr had l4, 5, and s1 level decompression with screws and rods inserted on 2/10/94. He had constant headaches and low back pain and left leg pain and numbness. On 9/1/94 had repair of dural leak and repair of 2 broken screws. All hardware was replaced with new screws and rods, 7 mm screws now implanted. Rptr continues to have back pain and left leg pain to the toes, he cannot bend or lift, has sleepless nights, still cannot tie shoes, and still needs help dressing and undressing. He feels very depressed. Still on percocet and relafin.